Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times over the past few weeks. Customer reported blood glucose level was 400 (mg/dl) each time. Manual injections were delivered to address bg level. Customer stated a new cartridge would be loaded onto the pump following the call with tandem techcnail support and declined help with the load process. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.